Event description:
A call was placed to technical services on (B)(6) 2011. Caller stated lead fracture of this epicardial rv lead. High thresholds and impedances. Complete heart block with escape rate of 42. Patient was feeling sluggish. No other information is available at this time. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).